Manufacturer narrative:
D1 brand name was revised. D3 and g1 manufacturer faxes were added as they were inadvertently omitted from the initial report. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the failure to advance was most likely patient condition per clinical details of severe calcification and stenosis.

Event description:
Clinical rationale: an impella cp device was attempted via the femoral artery in a patient presenting with cardiomyopathy. The clinical team attempted to advance the impella cp to provide support for suspected myocarditis; however, advancement was unsuccessful due to severe calcification and stenosis of the iliac artery. Attempts continued for approximately ninety minutes before the team discontinued the procedure due to inability to advance the catheter. No mechanical circulatory support devices were used afterward, and there were no reported signs of clinical deterioration. Additional details will be confirmed with the attending physician when available. The reported events are failure to advance, medical device removal, and hemodynamic instability. The failure to advance is most plausibly attributable to the patient¿s vascular disease (severe iliac calcification/stenosis). The impella cp will be conservatively reported for serious injury due to hemodynamic instability associated with the temporary interruption of hemodynamic support during the attempted placement and subsequent removal; however, the removal was completed without consequence to the patient, and no known adverse events were reported.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.